Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Failure analysis revealed that it was unable to confirm sensor complaint because the customer returned the insertion needle dislodge already from the sensor. No anomaly was found during visual inspection.

Event description:
Customer's mother reported that when attempting to insert a new sensor, she pulled off the tower and the sensor came off with it. Customer's mother stated that the sensor did not penetrate the customer's skin. Customer's mother stated that there was a wire sticking out from where the tower was removed. Blood glucose level was 131 mg/dl at the time of the call. No further information was provided.